Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt reported revision surgery. Medical records obtained indicate that on (B)(6) 2008, the pt was revised to address recurrent instability and dislocation with chronic pain and polyethylene wear. Subsequently, the pt was revised to address infection of the right hip on (B)(6) 2008.